Manufacturer narrative:
No problems or defects were found with the treatment tip. The surface is in pristine shape and the dielectric is intact.

Event description:
Patient was treated in 2007. After treatment, patient's skin was extremely red and the next day patient noticed over 25 blisters/burns on her tummy. Patient received analog injections and antibiotic ointment.